Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found when connected to the otv-s190 processor, there was no image. The camera cable had suffered extensive damage, the camera cable was kinked and leaked in various places. The cable was detached from the charged coupled device(ccd) body. The ccd flex cable had been snapped from the printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition camera head image went dark with lines over it. The issue was found during the start of an unknown procedure. The procedure was completed with a similar device with no delay. When the device was tested later, no image was displayed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained directly below. The investigation is ongoing, if additional relevant information is identified, a follow up report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record cannot be confirmed since the device in question was manufactured more than 15 years ago. Based on the results of the investigation, the root cause of the intermittent image was unable to be identified as this event was not reproduced during the device evaluation. However, during the device evaluation it was confirmed that there was a loss of image and it¿s likely this event occurred due to a faulty cable and faulty charged coupled device. The final root cause of the faulty cable and faulty charged couple device was unable to be identified. The event can be prevented by following the instructions for use which state: "never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. Never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.